Event description:
The user facility reported their unit is leaking water. The amount of water spread beyond the washer footprint. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found loose hose clamps underneath the unit. The technician also identified a hole on the side of the washer chamber wall which requires a welding repair. The unit was installed in october of 2003 and has not been under a steris service contract since 2004. The steris technician tightened the loose hose clamps underneath the unit and informed the facility of the hole in the chamber. The facility has taken responsibility in repairing the washer chamber and continues to use the washer despite of the leak. No further issues have been reported